Event description:
It was reported that a perforation occurred during the procedure. It is unknown if treatment was required; however, because of the date of the event, additional information is not available. In the absence of that information, it will be assumed that additional medical intervention was used to treat the injury and the event will be field.